Event description:
It was reported that the user experienced hypoglycemia with a blood glucose of 65 mg/dl shortly after initiating ilet use following training, with no prespecified action plan from the healthcare provider; the user was counseled to consume approximately 15 grams of carbohydrate and to monitor, and education on the ilet algorithm, meal announcements, and the early learning phase was provided. Symptoms included hypoglycemia. Outcomes included recovery to an in-range value of 70 mg/dl with continued monitoring and no need for further assistance. Investigation included telephone troubleshooting and user education. Investigation of this case revealed no device malfunction and suggested that the event was consistent with early algorithm adaptation during initial use. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.